Event description:
Pt had a history of erectile dysfunction and peyronies disease, who underwent the placement of penile prosthesis on 3/12/96. On 5/29/96 pt presented with curving of the penis with erection. The right cylinder was not inflating. The pt underwent revision of the prosthesis on 5/31/96. The right cylinder of the inflatable penile prosthesis was found to have a pinhole with leakage. A small amount of blood was found in the cylinder. Both of the inflatable cylinders were replaced. The pump and the reservoir remained intact.